Manufacturer narrative:
Citation: urena, marina, et al. 'Causes and predictors of mortality after transcatheter mitral valve implantation in patients with severe mitral annulus calcification.' Catheterization and cardiovascular interventions (2021). This is one of seven manufacturer reports being submitted for this article. The implanted valve model and size is unknown. Possible valves used: edwards sapien xt transcatheter heart valve - PMA p130009 or edwards sapien 3 transcatheter heart valve - PMA p140031. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the transcatheter valve replacement procedure. According to the thv training manuals, risk factors for dissection, hematoma or annular rupture during the procedure include significant thv over sizing and/or presence of bulky calcification. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the annular rupture is unknown but may be due to the mechanisms above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Through review of the article: 'causes and predictors of mortality after transcatheter mitral valve implantation in patients with severe mitral annulus calcification', one patient received either a sapien xt or sapien 3 valve in their native mitral valve and presented with a mitral annular rupture needing surgical intervention.

Manufacturer narrative:
Please reference related manufacturer report nos: 2015691-2021-05450, 2015691-2021-05451, 2015691-2021-05452, 2015691-2021-05454, 2015691-2021-05456, and 2015691-2021-05458.